Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that two insulin cartridges leaked inside the ilet, after which the patient¿s blood glucose measured 366 mg/dl; a corrective subcutaneous insulin injection was administered, and a guided cartridge and infusion set change was performed with instructions to reconnect after glucose decreased below 180 mg/dl, consistent with a leak/splash issue involving the reservoir component. Symptoms included hyperglycemia. Outcomes included an impact not otherwise specified. Investigation included communication with the user, analysis of user-provided information, and receipt and inspection of the returned device. Investigation of this case revealed leakage at or related to a seal and characterized the issue as a leak/splash associated with the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.